Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have hsg confirmation". The patient's concurrent conditions included depression, anxiety disorder, bacterial vaginosis, acute sinusitis, dysfunctional uterine bleeding and chronic cervicitis. Concomitant products included clonazepam, ibuprofen and obetrol (adderall). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), abdominal distension ("bloating"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), increased tendency to bruise ("bruising easily") and feeling abnormal ("brain fog"). The patient was treated with naproxen and surgery (robotic-assisted laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, abdominal distension, depression, anxiety, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, increased tendency to bruise and feeling abnormal outcome was unknown. The reporter considered abdominal distension, anxiety, depression, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, increased tendency to bruise, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted in the source document regarding insertion date. (B)(6) 2011 taken as insertion date from m.r. Concerning the injuries reported in this case, the following ones were extracted from patient¿s medical records: device monitoring procedure not performed. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records were received: events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), fatigue, bruising easily, brain fog. Events per mr: she did not have hsg confirmation. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("irritability") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have hsg confirmation". The patient's concurrent conditions included depression, anxiety disorder, bacterial vaginosis, acute sinusitis, dysfunctional uterine bleeding, chronic cervicitis and mood disorder. Concomitant products included clonazepam, ibuprofen, lamotrigine and obetrol (adderall). In august 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), increased tendency to bruise ("bruising easily"), feeling abnormal ("brain fog"), rhinorrhoea ("nasal drip") and irritability ("irritability"). The patient was treated with naproxen and surgery (robotic-assisted laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, vaginal haemorrhage and menorrhagia had resolved, the weight increased, dyspareunia, fatigue, increased tendency to bruise, feeling abnormal, rhinorrhoea and irritability outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal distension, anxiety, depression, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, increased tendency to bruise, irritability, menorrhagia, pelvic pain, rhinorrhoea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted in the source document regarding insertion date. (B)(6) 2011 taken a insertion date from m.r. Current weight 155 lbs diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59.8 kgs. Concerning the injuries reported in this case, the following ones wereextracted from patient¿s medical records: device monitoring procedure not performed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Concomitant disease, concomitant drug were added. New events, nasal drip and irritability was added. Outcome of events pain, abnormal bleeding, bloating, depression, anxiety were updated incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), abdominal distension ("bloating"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, abdominal distension, depression and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, depression, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.